Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an intertrochanteric 31-a2 femoral fracture surgery took place. During the surgery, the surgeon tried to insert guide wire connected with the k-wire chuck but it did not rotate. An attempt to set the dial to 3.2mm was unsuccessful. Accordingly to the surgeon while performing oblique locking, the drill bit was very dull and did not work properly and took about five minutes to finish drilling. There was a reported surgical delayed for twenty minutes. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: k-wire attachment 511.790 serial number (B)(4) failed the clamping range test, the diameter of the surface scale differed from the actual k-wire diameter of the interior mechanism. After disassembly, heavily worn out press pins could be determined as the root cause. A service history review revealed that the complaint device had been repaired in august 2013 due to a related malfunction. The alleged malfunction could be confirmed. Evidence suggests the device had been excessively used; press pins are regular wear parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was completed: during the previous 3 years, the item was returned on august 27, 2013 due to coupling tool side worn out. A manufacturing evaluation was completed: quick coupling for k-wires part 511.790 lot 3529 was received with regular signs of wear and tear. The quick coupling for k-wires was inspected: all testing was performed according to the service manual. The device failed one test, the coupling could not hold the full range of k-wire diameters according to the attachment¿s specifications. The alleged malfunction of the material could be confirmed. After disassembly excessive wear of the pressure pins was detected as a root cause, additionally a worn out bearing was documented. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. Part# /lot# combination cannot be verified, therefore a review of the device history record could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.